Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Medical record review: vena cava filter was placed at l2/3 via the right femoral vein secondary to history of pulmonary embolism with contraindication to anticoagulation and congenital coagulopathy. Eight days later, patient presented with right lower back pain for one week. CT abdomen/pelvis revealed extraluminal position of one of the ivc filter posteromedial legs is projected with its distal tip in the anterior margin of the l3/4 disc.twenty-six days post filter deployment, the filter was removed successfully. The filter did not appear to have any tilt nor was there any evidence of thrombus or leak. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Based on the provided medical records, the investigation can be confirmed for perforation of the ivc. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 09/2009), (manufacturing date: 09/2012) . The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter perforated into organs. The device was removed percutaneously. The patient experienced abdominal pain and pain in the left and right flanks; above the hip bone region. However, the status of the patient is unknown.